Manufacturer narrative:
The investigation is ongoing this event occurred in (B)(6).

Event description:
The initial reporter received a questionable low elecsys ft4 assay result for one patient sample from the cobas e 801 module after both measuring cells were changed on the unit. The initial result was 0.5 pmol/l and the repeat result was 13 pmol/l. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The service engineer replaced the measuring cell, sipper nozzle, and the pinch tubing. The customer did not have any further issues after the service actions. The investigation did not identify a product problem. The cause of the event could not be determined.